Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, syncope and asystole. There was no pacing seen on telemetry. Strips were received with spikes and no capture/intermittent capture and oversensing on the right ventricular (rv) lead. Electrolytes in the patient were noted to be normal, so there was no reason for high thresholds. The thresholds were also noted to be unstable and vary with patient position. It was also noted that capture management on the implantable pulse generator (ipg) was giving inconsistent data. Reprogramming was initially performed. Later, both the rv lead and the ipg were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.